Manufacturer narrative:
This event occurred in (B)(6). The investigation determined the root cause of the event was the maintenance issue identified by the fse.

Event description:
The initial reporter questioned results for 2 patient samples tested for either ft4 iii or cyclosporine (csa) on a cobas 8000 e 602 module. The csa results for 1 patient sample are a reportable malfunction. The initial result was 1597 ng/ml. The sample was repeated on a different line with a result of 156 ng/ml. The initial result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The csa reagent lot number and expiration date were not provided. The field service engineer (fse) checked the system and found that the extra wash system (ews) of the wash station was blocked. The fse removed the blockage and replaced the sipper nozzles. The customer ran qc and the results were acceptable. The customer had no further issues following the service visit.